Manufacturer narrative:
This medwatch report is both an initial and final submission as the investigation has been completed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
I have had problems with faulty needles in a box of the above. They seem to be solid and not letting the insulin go through. I always prime my pen to check the insulin comes through properly but, if others fail to do that, there could be a fatal outcome. (B)(4) 14november2024. The information on the box is: ref: - 320586, lot: - 3186903, manufactured: - 20-08-2023, expiry: - 31-07-2028.